Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 462 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer advised they felt nauseous as a result of their blood glucose levels. Customer was advised that a tubing clamp and an extra reservoir would be sent out to them to complete troubleshooting. Customer's husband called back and advised the insulin pump is working fine. Customer's husband advised they waited a while for the insulin to get into the body, they changed their set and the blood glucose level went down.